Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used for an ercp with stent placement procedure (patient age, weight and gender are unknown). According to the complainant, during preparation, while back-loading the stent system onto the guidewire, outside of the patient, the physician noted the catheter pull wire was bent and coming out of the rx channel. The procedure was completed with another rapid exchange biliary stent system. There was no patient contact with the device as this occurred outside the patient. There were no patient complications as the result of this event.

Manufacturer narrative:
The device has been received, but has yet to be analyzed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).